Event description:
Hill-rom received a report from the account stating the brakes were not holding. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The tech found the nurse was only setting the brake at the head of the bed, instead of setting both the head and foot end brakes. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech tested the brakes and found no issues. They were functioning as designed. The tech inserviced the staff on the proper setting of both the head and foot end brakes to resolve the issue. Based on this info, no further action is required.